Event description:
Per biotronik pt tracking, a boston scientific rep called in to report that this system was removed due to infection. The hospital discarded the system. Polyrox px 45-jbp, MDR 1028232-2009-00945.